Event description:
The reporter states that the caregiver tested the pt and obtained a result of 45 mg/dl on the accu-chek inform system and a lab result of 26 mg/dl within 10 minutes. No reported action taken based on the readings. No adverse event reported. New system sent to customer and return requested.